Manufacturer narrative:
Product complaint # (B)(4).updated sections on this medwatch report: g4, g7, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.complaint conclusion:as reported by the field, during a mechanical thrombectomy, a 132cm large bore 71 catheter (ic71132ug, lot unknown) and an embotrap throbectomy device (product/lot unknown) got caught up on the distal end of the catheter. The embotrap could not be withdrawn through the large bore catheter. The system had to be removed. Third pass in the m2 vessel. The surgery was not delayed due to the reported event. The procedure was successfully completed by using a competitor¿s aspiration catheter. There was no patient injury reported. The final mtici score and treatment/final result considered satisfactory/successful. It is unknown if the catheter kinked before the attempt to withdraw, preventing the embotrap from being withdrawn through the kinked catheter, or if there was withdrawal difficulty and then the catheter became kinked. There were no additional damages noted to the catheter after it was removed from the patient.the device was not been returned for analysis and therefore no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed.with the information available and without the product available for analysis, the reported customer complaint of ¿embotrap - withdrawal difficulty into guide/intermediate catheter-unable to¿ could not be confirmed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Withdrawal difficulty is a known potential issues associated with the use of the device. The instructions for use (IFU) contain instructions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, device selection, and the concomitant device, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product catalog and lot number was not reported; UDI unavailable. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy, a 132cm large bore 71 catheter (ic71132ug, lot unknown) and an embotrap throbectomy device (product/lot unknown) got caught up on the distal end of the catheter. The embotrap could not be withdrawn through the large bore catheter. The system had to be removed. Third pass in the m2 vessel. The surgery was not delayed due to the reported event. The procedure was successfully completed by using a competitor¿s aspiration catheter. There was no patient injury reported. The final mtici score and treatment/final result were considered satisfactory/successful. It is unknown if the catheter kinked before attempt to withdraw, preventing the embotrap from being withdrawn through the kinked catheter, or if there was withdrawal difficulty and then the catheter became kinked. There was no additional damages noted to the catheter after it was removed from the patient. A photo of the catheter was provided.